Event description:
The hospital reported that during a coronary artery bypass procedure, the surgeon observed a hematoma, which presented very little bleeding. The surgeon placed heart pledgets on the side of it as a precautionary measure before positioning the xpose 4 device. The surgeon noticed some dark blood in the suction cup, at which time he took a look at the heart and confirmed everything was fine.

Manufacturer narrative:
Based on an internal medical opinion, there is no indication of a device malfunction. The event is considered a procedural issue in that the epicardial fat made it more difficult to identify the vessels while securing the device. This is consistent with the surgeon's opinion. Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. We have not received any related reports. A lot history record review could not be performed as the product lot number is unk. (B)(4).